Event description:
It was reported that when using the bd pyxis¿ es refrigerator when the nurse attempted to dispense medication, the system prompts for quantity, but the refrigerator door would not open or lock. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was working properly. A field service engineer (fse) completed the diagnosis, successfully tested the refrigerator in hardware test application, and the customer confirmed that the refrigerator was functioning properly. The system functioned as intended after the field service engineer investigated and tested the device.